Event description:
It was reported that the pt experienced increased baseline pain. The pt was admitted to the hospital. The cause of the pt's pain was being ruled out. The pt's pump was replaced due to inadequate pain relief. It was stated that there were "no signs or alerts showing there is a malfunction." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.